Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient turned the stimulator on for the first time since surgery, and they were able to charge and connect with an excellent connection without any difficulty today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) is loose in her body, since she has lost weight. Pt has to charge everyday or every other day. Pt lost (B)(6) lbs., and the ins has shifted. Pt is not sure when this all occurred, however, the recharging issues has been for a while. Pt. States that the hcp has requested to have ins taken out for a new implant to be placed because the ins is loose. Since april, she has wanted to have the implant taken out.¿patient was not able to connect, seeing poor communication. Pt was only getting synch up required screen. After further troubleshooting pt was seeing poor communication. Pt had to go and stated she will be calling back after work to troubleshoot again. On 020-10-30, lfc: no new information was received. 2020-10-30 lfc1: no new information was received from (B)(4) (rep, hcp): it was reported that rep received information indicating that the patient was scheduled for revision/replacement of current device on (B)(6) 2020, (B)(4), per rep, additional information was received from the manufacturer representative (rep) reporting that the patient had gastric sleeve surgery in (B)(6) 2018, and had lost (B)(6) pounds ((B)(6) in the past year) which resulted in discomfort when sitting/laying on the ins and having subsequent problems charging. It was reported that the patient started having pain at the battery site about one year ago, and they indicated that they had noticed this pain after they had lost a lot of weight. Considering the patients problems charging the rep was speaking with the patient about possibly moving to a primary cell battery instead. The patient however was currently programmed with 1.9v 800usec 300hz, and technical services reviewed that those exact settings would not be available. The rep would talk with the patient about their options. Additional information was received from the rep reporting that during the pocket revision the doctor discovered a long mesh wrap around the ins that according to the doctor dove into the tissue. They indicated that they removed a portion of the mesh, but they did not want to continue chasing the remaining mess. Per rep, additional information received. Rep reported they were unsure if replacement and pocket revision resolved the charging issues since the surgery was yesterday and the patient is not able to charge for several days. The patient did not say if the revision resolved her pain at the pocket site. She was still in pacu when rep finished programming her. Rep will resolve the pain and discomfort at the pocket site when they speak next week.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that the battery had reduced capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported it was unknown if the replacement and pocket revision resolved the charging issues since the surgery was on (B)(6) 2020 and the patient was not able to charge for several days. The patient did not state if the revision resolved the pain at the pocket site and they were still in pacu when they were finished programming.